Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for the high blood glucose (bg) alarm when bg levels were above 200 mg/dl. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.